Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that while the nursing staff was helping the patient change, the belt connector pulled out of the monitor and exposed wires. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. As received, the trunk cable was ripped from the strain relief and wires were exposed. The root cause of the damaged trunk cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged trunk cable. The patient received a replacement electrode belt.